Event description:
It was reported "a failed battery", field service report stated "battery not holding a charge". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of battery failure is not able to be confirmed. The product was not returned for investigation. According to the field service report, the battery was replaced. The DHR was reviewed with two relevant findings; however, batteries are one-hundred percent inspected and the affected batteries were returned to the vendor. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "a failed battery", field service report stated "battery not holding a charge". No patient involvement reported.